Event description:
As reported by the end user in (B)(6), while preparing for a coronary angiogram, the contrast control syringe was connected to a 2 valve manifold and flushed with saline. The end user noticed air entering the fluid management system. All of the connections were checked and the system was flushed a second time. Air was again noticed entering the system. The manifold was set aside to be returned to the manufacturer. A new pack was opened and the procedure was continued without further incidents. As this occurred during preparation, there was no contact with the pt and hence no harm to the pt.

Manufacturer narrative:
Returned for eval was one 2 valve manifold. A visual examination of the returned device noted that the proximal female luer port was cracked. Due to the visible crack, no functional testing could be performed. This defect is consistent with previously viewed samples of over tightened connections. The most likely root cause for this damage is an over tightened connection between the manifold and the contrast control syringe. A review of the january 2008 (B)(6) complaint report for trending noted no adverse trend for the stopcocks/manifolds product family for the failure mode "air bubbles". A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. (B)(4).